Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level ranged from 241-242 mg/dl. The cause of the occlusion was unknown. Customer changed infusion set and cartridge prior to calling tandem technical support to resolve the issue. Customer continued using the pump for insulin therapy.